Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report that the pump had lost power 10 minutes prior to calling and they were unable to remove the battery cap off the pump to replace the battery. It is not known if the pump gave a low battery or replace battery alarm prior to powering off.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/17/2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review shows a sequence of reboots as a result of an unconfirmed "replace battery" alarm for 45 minutes on the reported failure date. The battery used during the period of complaint was not fully charged. Pump was returned with a completely damaged battery cap, and a fully discharged "energizer lithium" battery. Battery compartment was inspected, no damaged or moisture corrosion was found, threads are not stripped. A test cap was able to fit securely and to hold electrical connection. Pump powers "on" and displays "verify" screen. Cap was tighten and then it was unscrewed ½ turn, no reboots occurred. Pump was exercised for 24h, no power interruption occurred during testing. Pump was opened, no intermittent condition was found to the pcb or to the power flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.